Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for glucose module (glucm) phase I customer contact program. The customer indicated one (1) patient's glucm sample results did not match when running in duplicate mode. The sample generated a false high result. The initial glucm result was 107 mg/dl and the repeat result was 78 mg/dl. A rerun of the same specimen on an alternate instrument was also performed that produced results of 79 and 80 mg/dl. The customer reported the result of 78 mg/dl. The customer did not call and complain to bci about this sample. Patient treatment was not affected in this event.

Manufacturer narrative:
The samples were collected in lithium heparin uncapped tubes. The customer cleaned the probes after the event occurred. Bci instructed the customer to increase maintenance since more samples have been running per day. Service has been monitoring this account and continues to do so. Root cause is unknown at this time for this event.